Event description:
Customer states, she had problems with total bilirubin qc yesterday after she deleted the "0" for calibrator concentration and "redownloaded" and input the zero values. She states, approx twenty pts were involved and all of the pt results she repeated were off by one decimal place. She only provided results for the following pt: initial result recovered 8.0 mg per dl (accompanied by a high data flag). She repeated the sample today after updating the set point and recalibrating and recovered 0.8 mg per dl. No erroneous results were released. The tech held all initial total bilirubin results until (B) (6)2009. They initially programmed only "0" for the total bilirubin, this is when they noticed the high pt values. The assay was not calibrated after installing the "0" for the calibrator concentration, which caused all results to shift by 1 decimal place. She states they later updated the value from "0" to "0.0". Product labeling states "after changing the calibrator concentration for any calibrator or the number of decimal places for std., 1, always recalibrate the test with a full calibration". Customer states qc was acceptable prior to running the erroneous results and unacceptable after the erroneous results. Customer was advised that the significant digits for the assay are determined by the (water) calibrator concentration. Customer states qc is now acceptable, and there are no further problems with the total bilirubin assay.